Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be programming error and the air detector sensor; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the patient stated all of the medication infused in 24 hours instead of over 3 days. The patient stated that she had an air in line alarm and the pump was shut off. No patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.